Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that there was not enough suction power during a surgery. The surgery was delayed and it lead to the cancellation of the next surgeries.

Manufacturer narrative:
Evaluation summary: no further information was able to be obtained from this customer. With no additional, related information provided, the reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively.